Event description:
It was reported that during a da vinci si hysterectomy procedure the pin that holds the prograsp instrument tip dislodged and the wheels fell into the patient. The wheels were retrieved and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.